Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm and repeated battery rejection alarm. Customer stated that they lost insulin pump settings and received sensor updating and battery life was less than seven days and had connectivity issues and had insulin flow block alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.